Manufacturer narrative:
The event date was updated based on additional information received.

Event description:
Additional information was received from a clinician that the ventricular oversensing occurred when the leads were connected to the prior implantable pulse generator (ipg). The ipg was replaced and the right ventricular (rv) lead and left ventricular (lv) lead were reversed in the device header. At the one week follow up visit, no ventricular sensing events were noted with sensitivity programmed to 8 mv. The patient's school teacher previously reported occassional episodes of "zoning out" but no syncope. It was noted that it is difficult to assess for symptoms the patient may be experiencing to due cognitive development. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: c4tr01, ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was possible intermittent t-wave oversensing and latent sensing of premature ventricular contractions. Ventricular sensitivity was already programmed to 9 mv. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.